Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/01/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed a pairing test and passed. A review of the downloaded receiver log did confirm the reported event of loss of connection. The customer complaint was confirmed because log confirmed a loss of connection. A root cause could not be determined.